Event description:
The patient has fallen into varus. Revision surgery is planned.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.